Event description:
It was reported that when the patient presented in the operating room for a device upgrade, a variation in r-wave sensing amplitude was seen on the rv lead. The lead was capped and replaced.